Manufacturer narrative:
As no additional information is expected, our investigation is completed. If additional information becomes available, this record will be updated.

Event description:
It was reported that an out of range pacing impedance measurement occurred on this right atrial (ra) lead. Episodes of noise were also observed. It was noted that the physician was planning to perform a magnetic resonance imagining (MRI) scan on this patient although the patient's implanted system may not be fully MRI conditional. No adverse patient effects were reported. The device and leads remain in service.